Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: D8, H2, H3, H6 and H11.The device was returned to the Regional Service Center for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since the Error B30 occurs due to a faulty camera cable. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
THIS MDR WAS SUBMITTED DURING THE SYSTEM OUTAGE FROM (B)(6) 2026, TO (B)(6) 2026, WHICH MAY RESULT IN A DELAY OF RECEIPT OF ALL OF THE ACKNOWLEDGEMENTS. E1 - INITIAL REPORTER ESTABLISHMENT NAME: (B)(6). THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
THE CUSTOMER REPORTED SCOPE COMMUNICATION ERROR B30 DURING INSPECTION FOR USE INVOLVING AN OLYMPUS AUTOCLAVABLE CAMERA HEAD. THERE WAS NO PATIENT INJURY REPORTED.